Manufacturer narrative:
This medwatch is for suspect device accu-chek advantage system 2. Reference medwatch with pt for suspect device accu-chek advantage system 1.

Event description:
The reporter states that she obtained a blood glucose result of 105mg/dl. On the accu-chek advantage system 1 and a blood glucose result of 306mg/dl on the accu-chek advantage system 2. The blood glucose results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.